Event description:
Boston scientific received information that during a follow up visit, interrogation of this atrial lead revealed normal measurements. A review of the stored data revealed mode switch events likely from myopotential oversensing. Daily measurements revealed the atrial lead impedance measurements varied from 230 ohms to 1280 ohms during the past six months. There was concern of an atrial lead insulation damage or a lead fracture. As atrial sensing and threshold measurements were normal, a decision was made to make no programming changes as the noise did not result in tracking issues or adverse patient symptoms. According to available information, there is no plan to intervene at this time. The lead will be further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this chronic lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.